Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen. The touch screen was replaced to resolve the issue and subsequent testing found the unit to be working according the specifications. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A corrective action regarding this type of issue was implemented in 2013.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no pt involvement.